Manufacturer narrative:
A complete lead with a stylet was returned in one piece for analysis. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. X-ray inspection found no anomalies to the lead body. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.

Event description:
It was reported that during device interrogation dislodgement, no capture threshold and no atrial sensing were discovered on right atrial lead (ra). The lead was explanted and replaced. The patient is in stable condition.